Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the left corpora cavernosa of the patient was scarred and the physician could not dilate. The surgeon opened several corporotomies along the distal part of the penis. The left cylinder was removed and capped, only the right corpora was implanted with a cylinder. No additional information was reported.